Event description:
It was reported that the patient's blood glucose levels reached over 300 mg/dl while wearing the pod between 24 and 36 hours on the arm. Ketones were also tested and the results were (B)(6). As treatment, a manual injection of insulin (7 units) was delivered and a new pod was applied.

Manufacturer narrative:
The distal tip of the soft cannula was found to be damaged. Fluid is able to flow through the complete fluid path, despite the damage to the distal tip. The download data contains no timeouts, drive stalls, or hazard alarms, indicating there was no struggle in delivering insulin. It could not be determined when the cannula was damaged. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.